Manufacturer narrative:
Concomitant medical products: c4tr01 ipg; 4968-35 lead; 4968-35 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance measurements and over-sensing noted including a non-sustained ventricular tachycardia episode and a high sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event. On 2019-10-01 additional information received noted the left ventricular (lv) lead had high and undefined impedance measurements. It was also noted that the right atrial (ra) lead had high threshold measurements. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.